Event description:
Ambulance personnel were attending to a pt, condition unk. During an attempt at monitoring the pt, the device allegedly displayed excessive artifact. All leads/electrode connections were checked and a reason for the artifact could not be found. It was reported that after several minutes the signal cleared up, however continued to display artifact intermittently for the remainder of the call. There were no adverse effects to the pt reported as a result of the alleged malfunction.